Event description:
Country of complaint: (B)(6). Needle has poor fixation to pad.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples rec'd: one open blister. There are no previous complaints of this code batch. There are no units in OEM stock. We have rec'd one open sample (only second pack is opened). The needle is not attached to the fixing foam. During production process in the manufacturing line, the operator, by mistake did not fix the needle on the fixing foam. This is an isolated case. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is corresponding (not justified).